Event description:
A customer reported that a leak was coming from a titanium adapter near the catheter. The titanium adapter was used for 60 days. There was patient involvement but was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The actual sample was visually inspected and no abnormality was observed.